Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's display was hard to read due to scratches on the screen and reservoir was unable to lock in place. The customer's blood glucose value was unknown. The customer also unexplained no delivery alarm. Customer reported grinding noise during rewind and also reservoir was hard to put in and out and state that threads might be stripped or off inside the reservoir. The device will not be returned for analysis.